Event description:
A peritoneal dialysis (pd) patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy passed away while on the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2022 at home due to congestive heart failure (chf). The patient was found unresponsive and pulseless at home by family and emergency services were not activated. It was affirmed the patient was connected to the cycler at the time of death; however, treatment data from the patient¿s cycler showed no treatment abnormalities. It was explained the patient had a significant history of cardiac disease with a recent cardiac pacemaker and defibrillator implantation procedure in (B)(6) 2022. It was confirmed the patient¿s death due to congestive heart failure was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death due to chf. The cause of the patient¿s death can be attributed to a significant cardiac disease history as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiac disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy passed away while on the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2022 at home due to congestive heart failure (chf). The patient was found unresponsive and pulseless at home by family and emergency services were not activated. It was affirmed the patient was connected to the cycler at the time of death; however, treatment data from the patient¿s cycler showed no treatment abnormalities. It was explained the patient had a significant history of cardiac disease with a recent cardiac pacemaker and defibrillator implantation procedure in (B)(6) 2022. It was confirmed the patient¿s death due to congestive heart failure was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).